Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device system erosion and possible lead infection were observed. The device was rv lead were explanted. The patient was stable.